Event description:
User reported that pump was not rolling during procedure. This interruption in blood flow is considered reportable per spectrum medical's criteria.

Manufacturer narrative:
Investigation replicated the fault once, but not consistently. Device logs revealed that during the reported events, the rpm encoder experienced issues.